Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there was a needle stick with a bd safetyglide¿ needle after the rn was unable to activate the safety mechanism. It was stated, "rn was not able to activate the safetyglide needle after injection. When trying to activate the safety needle the ms got a nsi."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a needle stick with a bd safetyglide¿ needle after the rn was unable to activate the safety mechanism. It was stated, "rn was not able to activate the safetyglide needle after injection. When trying to activate the safety needle the ms got a nsi."